Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetic ketoacidosis. Customer went to the emergency room for heartache, where she began to have arm pains and then a heart attack. The blood glucose reading was 427 mg/dl. Customer was wearing the pump at the time of the event. Nothing further was reported.